Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range pace impedance measurements on the right ventricular (rv) lead. Technical services was consulted and noted there is no noise/artefact on the presenting electrogram (egm). Review of additional lead diagnostics and stored egms confirmed appropriate sensing. Per technical services, fretting could be a real possibility, and continued routine follow-up was recommended. No adverse patient effects were reported. The ICD and rv lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range pace impedance measurements on the right ventricular (rv) lead. Technical services was consulted and noted there is no noise/artefact on the presenting electrogram (egm). Review of additional lead diagnostics and stored egms confirmed appropriate sensing. Per technical services, fretting could be a real possibility, and continued routine follow-up was recommended. No adverse patient effects were reported. The ICD and rv lead remain in service.